Event description:
It was reported that noise was observed on the atrial lead. No patient symptoms or other anomalies were reported. The noise was mechanical noise but was not reproducible in clinic. The atrial lead was to continue being monitored. The patient was stable,